Event description:
It was reported that when using the bd pyxis¿ medstation¿ es stuck at initialing device manager. The customer rebooted the station; however, it remained stuck on the same page and the issue persists. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the initializing device manager screen. The station remained on the initializing devices screen. The field service engineer (fse) powered down the station and cycled power to the helmer unit. Once the helmer unit reached the temperature screen, the fse powered on the station. The station booted up correctly. The helmer refrigerator was tested, and the pharmacy was able to recover and inventory items in the drawer successfully. The system functioned as intended after field service engineer repaired the device.